Manufacturer narrative:
Initial and final MDR 1877354 - MDR 3003442380-2024-04903 - device 4 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in denmark on (B)(6) 2024, , the patient reported that the 5 infusion kinked cannula was bent when it is removing from body. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available